Manufacturer narrative:
Product evaluation: additional information regarding product evaluation is pending. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. Actions taken: no additional action is planned at this time. (B)(4).

Event description:
The customer reported: during the procedure the system shut down and would not restart. Another system was brought in and the procedure was completed. The surgeon stated there was impact to the patient. Additional information was requested.